Event description:
Patient reported a leak in her extension set. Patient went to the dialysis clinic and had the extension set replaced. The replacement extension set also leaked. The patient was placed on 1 gm ancef prophylactically. Patient did not develop peritonitis. Both extension sets are available for evaluation.